Event description:
It was reported that the defibrillator does not pass the self test. There was reportedly no patient involvement.

Manufacturer narrative:
This case is a duplicate of (B)(4) with MDR 3030677-2021-10381. The investigation is housed on (B)(4) with MDR 3030677-2021-10381. From (B)(4): complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the capacitor needed to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was provided a quote for a replacement capacitor and advised to replace the part resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the defibrillator does not pass the self test. There was reportedly no patient involvement.